Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as tandem technical support made multiple attempts to follow up with the customer, however, no response received.